Event description:
It was reported that the customer received a power source alert and subsequently shutdown. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate wall adapter. Customer¿s blood glucose value was 124mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.